Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: per visual inspection; downstream occlusion (dso) rubber seal was delaminated. The complaint was confirmed. The investigation found that the cassette sensor was not working because a spring was bent, which pushes the sensor back again. The cause was a defective cassette sensor (middle one). The cassette sensor, dso rubber seal will be replaced and the device returned to the customer upon successful functional and delivery tests. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the middle cassette sensor was defective. There was no patient involvement was unknown.